Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing separated during patient use. There was no report of patient harm.

Event description:
The customer reported that the tubing separated during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated was confirmed. Visual inspection of the set showed that the vinyl tubing was completely separated from the smartsite outlet port below the lower fitment. Examination under magnification showed that both sides of the vinyl tubing had no solvent applied at the engagement. There were no other anomalies observed. Functional testing was deemed unnecessary due to the tubing being separated at the component engagement. Fluid was leaking from the separation. Dimensional analysis was performed and the vinyl tubing measured within specification. The root cause of the customer¿s report was identified as a manufacturing issue of no solvent being applied at the junction of the vinyl tubing.